Event description:
It was reported that the user contacted support for assistance with a full supply change while reconnecting to the ilet following recent brain surgery and concurrent steroid therapy, with a reported blood glucose of 200 mg/dl; troubleshooting and education were completed, and there were no device alerts or alarms during the call. Symptoms included hyperglycemia. Outcomes included no reported injury, hospitalization, or other clinical impact beyond elevated glucose. Investigation included remote troubleshooting, user education on supply change, and review of use conditions. Investigation of this case revealed no device malfunction or component issue observed during the call, and the event was consistent with hyperglycemia potentially associated with concomitant steroid use rather than a device performance problem. It was concluded, based on previously established findings for similar reports, that the cause was undetermined with no evidence of device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.